Event description:
It was reported that the numbers on the insulin pump begun scrolling on their own when attempting to enter blood glucose readings. Customer stated that the up and down arrow buttons were unresponsive. Customer's blood glucose readings at the time of the incident were 14.0 mmol/l and will be treating with a manual injection. No further information reported.

Manufacturer narrative:
The pump no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly was noted. The pump had no cosmetic damage.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.